Event description:
The patient was revised because of dislocation with a poor cup position. Poly wear of the liner was noted.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation is unable to draw any conclusions regarding the report of dislocation or cup position. Poly material wear after this length of time implanted is however not unreasonable to expect. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.